Event description:
It was reported that during a surgical procedure at the user facility metal flakes were falling out of the interior of the device. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.